Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported an infection developed at the patient's trial lead site. The patient also experienced swelling and drainage at the trial lead site in relation to the infection. As a result, the trial lead was explanted and the patient was given oral antibiotics to address the infection.